Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that bmc transseptal sheath was selected for use during a pulmonary vein isolation. It was mentioned that difficulties were noted when tried to enter the device in the groin, as the tip of torflex was folding over when tried to insert it. The blue part of the torflex was folding back. No damage was not on any other device. No issue was noted with guidewire. Thus the device was replaced and the procedure was completed successfully. The device is not expected to be return for analysis as disposed.